Manufacturer narrative:
The actual product involved with the incident reported was discarded. Method: the device was discarded, no product eval can be performed. Results/conclusions: the device was discarded. No product eval can be performed. Without the lot code information being provided, relevant portions of the device history record could not be reviewed for corresponding issues identified during the manufacturing processes or at final inspection. Due to lot number was not reported, a warehouse review for available inventory of the same lot was not able to be performed.

Event description:
Customer states that the pt sustained a fall while wearing product. Product broke in to multiple fragments when the pt fell, causing damage to the orbital area of the pt's face. Ref pr complaint #(B)(4).